Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils), a penumbra smart coil handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two smart coils using the microcatheter. Next, physician advanced the third smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to detach the smart coil using a new handle, but the smart coil would still not detach. Afterwards, the physician attempted to manually detach the smart coil but was unsuccessful. Therefore, the smart coil was removed. Next, the physician successfully implanted the fourth and the fifth smart coils using the microcatheter and the second handle. The physician then advanced a sixth smart coil into the target vessel using the microcatheter and attempted to detach it using both handles; however, the smart coil failed to detach. Next, the physician attempted to manually detach the smart coil but was unsuccessful. Therefore, the physician decided to remove the smart coil. Upon retraction, the smart coil unintentionally detached. The physician then used the pusher assembly of the smart coil to successfully push the detached smart coil into the target vessel. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.